Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. A first clip, a mitraclip xtw was prepared per the instructions for use (IFU). However, during preparation, while establishing the first final arm angle (efaa), the clip opened to 10 degrees. Troubleshooting was performed and the clip was able to be closed. The clip was inserted and deployed on the mitral valve. However, post deployment, the clip opened between 5 and 10 degrees. It was noted the clip remained stable on the leaflets. A second clip was then deployed, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa and clip open while locked. There is no indication of a product issue with respect to manufacture, design or labeling.